Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: no prime issues observed in the black box on (B)(6) 2016. The black box shows 2 loss of primes with zero force on (B)(6) 2016 at 07:36; deliveries resumed at 07:42. Pump was manually suspended on (B)(6) 2016 15:48 and manually resumed at 15:51. A rewind, load & prime sequence were successfully completed with no issues. A 24hr duration test was completed with no loss of prime warnings being duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. The complaint was verified in the history but could not be duplicated during testing. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 6/6/2016, the reporter contacted animas and alleged that the patient was unable to prime the pump and that the patient had a blood glucose (bg) of 304mg/dl with symptoms of thirst and abdominal pain. This complaint is being reported as the patient experienced hyperglycemia related to inability to prime the pump.